Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The internal hv capacitors were returned to the manufacturer for further evaluation and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that during routine device check in clinic, delayed charge time was observed upon testing. Patient was asymptomatic. Multiple in clinic tests were performed resulting in extended and normal charge times. The device was later explanted and replaced. Patient condition after the event was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.